Event description:
Information received from the field notes that interrogation revealed dashes (---) for hysteresis escape rate and data collection. Programming was not successful. The patient was in respiratory distress and the device will be replaced when the patient is healthy enough for surgery.